Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Testing of retained material of reagent lot 52020li00 (which contains the same bulk material as lot 52024li00) met specifications. Controls showed values within typical range. Two sensitivity panels were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Lot 52020li00 detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance is not adversely affected. A review for nonconformances and deviations associated with the affected lot was performed. No deviations and no nonconformances were identified. A review of labeling concluded that the issue is adequately addressed. Based on our investigation, we have determined that architect anti-(B)(6) reagent lot number 52024li00 is performing acceptably. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(4).

Event description:
The customer stated that (B)(6) results of (B)(6) were generated for a patient that tested (B)(6) the previous two years. Sample was tested at a reference laboratory and (B)(6) results were generated using the architect (B)(4) method. (B)(6) antigen addition test confirmed that the sample contained (B)(6) antibody. No adverse impact to patient management was reported.